Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
The customer reported to vyaire medical that the bellavista 1000 had a technical failure 401-inspiration valve or device leaky and fails zero pressure calibration. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue and inspiration block will be replaced. Root cause of failure was determined due to defective inspiration valve nt.